Event description:
It has been reported to philips that the machine did not respond when the customer pressed the start button. The system was not in clinical use when the issue was identified. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer was planning to do some system tests when it was identified that the system did not start up. The philips engineer has communicated with the customer via phone and confirmed the reported issue. The philips engineer suggested the customer for onsite repair, but the service quote provided by philips was not accepted by the customer, therefore no further action could be performed by philips. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.

Event description:
It has been reported to philips that the machine did not respond when the customer pressed the start button. The system was not in clinical use when the issue was identified. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.